Event description:
The customer reported non-reproducible troponin I (access accutni+3) results for six (6) patients on the access 2 immunoassay system serial number (B)(4). This report addresses the non-reproducible elevated access accutni+3 results obtained on (B)(6) 2015 for five patients (designated as patients two through six). The samples were reanalyzed on the same access 2 immunoassay system and lower results, within the assay's normal reference range, were obtained. The samples were tested on an alternate access 2 immunoassay system (serial number unknown) and lower results, within the assay's normal reference range, were obtained. There was no report of patient injury or change in patient treatment associated with this event. Mdr2122870-2015-00260 addresses the non-reproducible access accutni+3 results obtained on (B)(6) 2015 for one (1) patient (designated as patient one (1)). Service was requested and a beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. Quality control (qc) was within the customer's established ranges prior to the reported event. The system check performed after the non-reproducible access accutni+3 results were obtained failed. The patient samples were collected in gel separator plasma tubes. Sample processing information such as centrifugation speed and time were not provided. No issues with sample integrity were reported by the customer.

Manufacturer narrative:
The customer did not provide patient demographics such as age, date of birth, sex or weight. A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument's performance. The fse noted the customer changed the aspirate probes prior to his arrival and obtained a passing system check. The fse verified instrument performance. All verification testing passed within published performance specifications. In conclusion, a hardware malfunction is the cause of the reported event as changing the aspirate probes corrected the issue the customer was experiencing. All mdrs associated with this report: MDR 2122870-2015-00260, MDR 2122870-2015-00266. (B)(4).